Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt's monitor would not pow on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon evaluation, there was extensive corrosion fo the defibrillator board. Several components on the defibrillator board, including c91, r46, k2, d12, u20, q1, q9, and j3 connector, were damaged. The cause of the inability to power on is the extensive corrosion damage to the monitor. The root cause of the corrosion was unable to be positively determined, but was likely contamination from an unk liquid. No adverse event resulted from the defective monitor. The pt did not require a replacement monitor.